Event description:
Dermatome malfunctioned and depth of graft obtained was not as planned. Graft became a full-thickness graft. Dermatome was exchanged for another and procedure was completed without problem. Biomedical engineering department examined dermatome and found pin missing in depth adjustment assembly on the shaver handpiece. Instrument removed from service. Info submitted as follow-up: rptr has been in contact with the MFR and has forwarded the dermatome to them for evaluation. MFR has agreed to provide rptr with findings as soon as their evaluation is complete.